Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. It was found that the ethernet coupler panel was damaged, which directly caused the reported event. The panel was replaced and the issue was resolved. Part return is not expected since the part was discarded. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that a connection between the navigation system and the imaging system could not be established. This was discovered outside of any patient involvement. No additional details were provided.